Manufacturer narrative:
Section 72 (6) of the german medical device implementation act (mpdg) contains a requirement for the manufacturer of a medical device to obtain written patient consent before completing product analysis of a patient owned device. Patient consent has not been received; therefore, analysis cannot be performed. The product investigation record will be closed, and the device archived. If patient consent is received at a later date, the product investigation record will be re-opened for device analysis.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to oversensing of noise. Surgical intervention was performed and the electrode was explanted and will be returned for analysis. As the patient's heart health had improved, no new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this electrode received an inappropriate shock due to oversensing of noise. Surgical intervention was performed and the electrode was explanted and will be returned for analysis. As the patient's heart health had improved, no new system was implanted. No additional adverse patient effects were reported. This system is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.